Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 49 mg/dl a week ago; she does not feel low blood glucose events any longer. The patient's mother treated her with a glucagon shot. No products were returned or replaced.